Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. No decontamination performed since product was not returned. Instead, a photo and video were provided. A visual examination of the provided photo and video revealed that the y-fitting did not have the required iab type label. The evaluation confirmed the reported missing label. However, we are unable to conclusively determine how or when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4). Device not returned

Event description:
It was reported that there was no product description label on the y-fitting of the intra-aortic balloon (iab). There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that there was no product description label on the y-fitting of the intra-aortic balloon (iab). There was no patient harm or adverse event reported.